Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice during use during initial drain. The drain volume equaled 13ml. The last fill volume equaled 100ml. The baxter technical service representative (tsr) had the caregiver (cg) pull up and down on the lines near the door, close and open the transfer set, slide the patient line clamp down the line, and check the patient line for kinks, fibrin, or air. The cg stated that there was air in the patient line. The tsr advised the cg they would need to end therapy and start over with new supplies. The cg would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported low drain volume alarm. The rn stated that the cg made them aware of the low drain volume alarm, but did not report that the cause of the alarm was related to air in the line. The rn stated that since the event the patient had been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was air in patient line; however, the report of air in line was not confirmed and a cause of the air was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number was unknown; therefore, an evaluation and a batch review will not be performed. Should additional information become available, a follow-up report will be filed.